Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in the severely calcified, moderately tortuous proximal right coronary artery (rca). The lesion was treated with a 3.5x18mm non-bsc stent. This 4.00x12mm nc quantum apex balloon was used to post dilate the stent. The balloon ruptured when rated burst pressure (rbp) was reached. It is unknown how many times the balloon was inflated. The patient did not have any symptoms as a result of the rupture and the device was removed in tact. The procedure was completed with a different device. No patient complications were reported and the patient status was listed as good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).